Event description:
It was reported that during a procedure, an aortic punch malfunctioned. The physician reported that the punch ripped a hole in the aorta. He repaired the tear with sutures and the procedure was completed with no further complications. The hospital did not keep the packaging to provide device identification info. The punch has not been returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.